Event description:
It was reported that, "subject had revision surgery to acetabular shell, insert and femoral head on (B)(6) 2010 ((B)(4)). Subsequently developed an infection and on (B)(6) 2010, had the liner and femoral head revised ((B)(4)). Placed on vancomycin and doxycycline. Subject appeared to be doing well and it was decided to discontinue doxycycline to be sure as subject was beginning to have slight pain. Upon discontinuation of doxycycline, subject's symptoms worsened. Aspiration was obtained on (B)(6) 2011 and was (B)(6). Subject admitted to hospital and a full removal of hardware was made on (B)(6) 2011, at which time an antibiotic spacer was implanted."

Manufacturer narrative:
The following other hip devices were also listed in this report: tritanium revision acetabular, cat# 509-02-58f, lot# mjk2vr, cat# 509-02-58f, lot# mjk2vr; gap plate screws, cat# 2080-0045, lot# mje002;l v40 cocr lfit head 36mm/+1-, cat# 6260-9-336, lot# mjhhk3; citation tmzf ha stem #5 right, cat# 6265-5115, lot# 2316102. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the devices cannot be performed as the devices were not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.